Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the fiber optic cable (foc) due to error 319. The system was tested and verified as ready for use. Isi has not received the foc for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered errors and a message to restart the system. The customer stated they pressed retry and restart, but the error kept returning over and over. The customer stated they aborted the case because of the surgeon and not the system. The procedure was aborted with no patient involvement.